Event description:
A distributor reported that a customer experienced several altitude alarms with their device. There was no reported impact to the customer¿s blood glucose level. Additional information was not available, and the device is awaited to be returned for further evaluation.